Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. Following the reset, the malfunction did not recur, and the customer was instructed to continue using the pump but to call back if any issues arose again.